Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to two electrically leaky filters, designators fl9 and fl10 from the analog pcb assembly. The customer received a replacement device.

Event description:
The customer initially reported that their device was displaying a charge-pak icon. After an initial evaluation by physio-control, it was observed that the device lost power while attempting to charge defibrillation energy, during testing. There was no patient use associated with the reported failure.